Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high glucose alarm with the freestyle librelink application. Successfully scanned and received glucose readings and glucose alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue in use with the adc application using a samsung galaxy a12 phone, operating system version 12, app version 2.8.4.9335. The customer indicated the high glucose alarm failed to trigger and customer felt unwell and lost consciousness. The customer was seen by a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. The customer was unable to provide any treatment details as they could not remember. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an alarm issue in use with the adc application using a samsung galaxy a12 phone, operating system version 12. The customer indicated the high glucose alarm failed to trigger and customer felt unwell and lost consciousness. The customer was seen by a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. The customer was unable to provide any treatment details as they could not remember. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.